Manufacturer narrative:
No device will be returned per customer. The customer does not allege a device malfunction and declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a medication error occurred when a patient with post-partum pre-eclampsia was admitted to the ER for treatment with magnesium sulfate. When programming, the user chose a basic infusion rather than the l & d profile; instead of programming the intended dose of 4 gm over 15 minutes to be followed by a continuous infusion, 15 gm was infused over 20 minutes. The patient lost consciousness and was given calcium gluconate, and was admitted to the ICU and observed for several days. The patient recovered with no lasting harm.